Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center found no significant errors and the oxygen blending module (obm) failure was not listed in the device error log. The customer's complaint was not confirmed. Additionally, it is noted that the device had chips and cracks. The front enclosure, rear enclosure, handle, obm cover, and porting block need to be replaced. The pollen filter needs to be replaced due to preventative maintenance. The obm gasket and blower bellows were contaminated. The device passed all repair testing. No further investigation is required.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.